Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported in the article, removing tiny filter embedded in vein takes stanford hospital's unique expertise in business wire, (B) (6) 2010, that 18 years post implant of a titanium greenfield(r) vena cava filter an intestinal perforation occurred. In 1992, the patient presented to the emergency room with shortness of breath and pain and swelling in the left leg. The patient was diagnosed with deep vein thrombosis and a pulmonary embolism. The patient was treated with the implant of a greenfield filter in the ivc (inferior vena cava). Over the years the patient experienced pain which continued to get progressively worse and was "pretty debilitating". In 2010, during a consultation with a hematologist regarding a long term anticoagulation strategy to address the patient's high risk condition, a CT scan was performed to verify whether the ivc filter was free of blood clots and if there was adequate blood flow through unspecified stents that were previously placed in the iliac artery . No clots were revealed however, a few of the filter legs had eroded through, perforating the ivc and impaling the intestines. It was also discovered that the filter tip was tilted and embedded within the ivc wall. In (B) (6) 2010 the patient was taken to surgery for filter removal. Vascular access was obtained via the jugular vein and an unspecified catheter was selected and advanced to the vena cava. The physician formed a wire loop through the filter and began realignment of the device and successfully freed the filter leg that had perforated through the intestines. Next, an endovascular laser was advanced around the legs of the filter to ablate the adherent tissues that had formed around the filter and held it in place. After hours of working, the physician was able to free, collapse and completely removes the filter without damaging the vena cava. Following the procedure the patient reportedly had no stitches and no side effects.